Event description:
It was reported that an ilet pump displayed ¿unable to proceed¿ with error code 38, identified as consecutive stalled motor, occurring at home and school; the user¿s guardian called, a dry run succeeded after restarting and removing supplies, and a supply change was completed, after which the pump functioned, with a reported blood glucose of 309 mg/dl. Symptoms included hyperglycemia. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included guided troubleshooting, pump restart, dry run verification, and supply replacement. Investigation of this case revealed that the alarm corresponded to a motor stall condition, with subsequent successful dry run and supply change indicating resolution without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with a transient delivery interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.